Event description:
Pt was wearing our equalizer walker ankle brace. She stood up from her desk at work, the lateral strut broke and the pt fell. She said she had no injuries other than a bruised knee.

Manufacturer narrative:
Pt received this product from dr (B)(6) on (B)(6) 2009. Dr (B)(6) purchased the product from (B)(4). Upon receipt of the product and inspection, it was determined that this product failure was already addressed by a corrective action back in jul 2009. This product was from the lot prior to the correction. Products manufactured after the corrective action have been inspected and tracked and we have not seen this issue arise again.